Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the equipment was presenting weak irrigation during a phacoemulsification procedure. The case was completed with the same system; however, there was delay greater than one hour. There was no harm or injury to the patient.